Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient alleging that their one touch ultra meter powers off during use on the afternoon of (B) (6), 2010. A medical surveillance specialist (mss) spoke to the patient on may 5, 2010 and obtained the following information. The patient mentioned that on the evening of (B) (6), 2010, she attempted to test her blood glucose at 5 pm and was unable to obtain a reading since the meter powered off during use. The patient was able to obtain blood glucose readings earlier that day (179 mg/dl in the morning and then a 259 mg/dl at noon). She then took her set amount of oral medications. At around 9:30 pm, the patient felt shaky. She did not attempt to test her blood glucose or self-treat. The patient does not recall how long symptoms lasted for. The patient did not contact her physician and was not tested on another device. This is not the first time the product is being used. The batteries did not need to be replaced. The issue was not resolved via troubleshooting and the meter was replaced. The complaint is being reported since the patient alleged that due to the meter powering off during use, she took her set amount of oral medication and later developed symptoms suggestive of a serious injury.